Event description:
It was observed, that during the device evaluation. The subject device exhibited image shadows and beads of water in the glass of the light guide shaft. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. And the reported failure was confirmed. In addition, the following reportable malfunctions were identified, during the device evaluation: beads of water in the glass of the light guide shaft. A root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction: component failure of light guide shaft. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.